Event description:
Additional information received: how was the case completed? Case was completed by doing an open bicep tenodesis using one of the incisions that was made to look for the broken metal piece. Anchor used was ar-2324kbc what part number was used to complete the case? Was additional anesthesia administered to the patient due to the extended two hours? Yes additional meds were used to keep the patient under longer. Was an instrument used to prepare the bone socket for insertion of the implant? If yes, provide part number. What was the patient's bone quality? Bone quality was fine, there was no issue with inserting the anchor in the bone. The broke piece of equipment came from passing the suture through the soft tissue of the proximal bicep.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3/21/2025, it was reported by a sales representative via email that metal wire of the purple plastic suture passer from an ar-1665bcsl 4.75 bc loop 'n' tack tenodesis implant system, broke off during the passage of the link in the bicep. The broken fragment measured about 4 mm in length. The fragment was located under scope and also on x-ray; however, the fragment, after two hours of attempting to retrieve it, it was not able to be retracted. This was discovered during a bicep tenodesis arthroscopy procedure on (B)(6) 2025. Additional information requested on 4/7/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including excessive force when passing the nitinol loop and track passer, and/or the device making contact with other instruments during use. The complaint allegation was confirmed based on the customer's attached picture, which shows the tip of the device bent and the top wire tip broken off.